Manufacturer narrative:
Olympus keymed investigation has been completed. The photos provided of the failure showed that the castors had received multiple impacts and that the locking nut and had not been sufficiently tightened. This indicated that the 6 monthly checks on the castors had not been carried out as per the instructions for use. Failure caused by user and lack of regular maintenance.

Manufacturer narrative:
Olympus keymed investigation in progress. Have requested that the failed castors are returned for further investigation.

Event description:
During a procedure the castors on the wm-np2 workstation broke off. There was no report of injury to patient or user. A support was placed under the base and the procedure was completed.